Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment.

Event description:
Patient experienced some redness in right underarm 9 days after treatment and antibiotic was prescribed. The condition worsened and the next day the patient went to the ER where a small amount of pus was drained and packed. No further intervention was required and the patient reports continued healing. No further follow-up expected.